Event description:
(B)(6) received information regarding broken retainer ring from the attorney of the family. The information received on (B)(6) 2019 stated the following reporter alleges that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.